Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017.

Event description:
It was reported that the patient is receiving the replace generator now message and no longer has stimulation. Surgical intervention may be pending to address this issue.